Event description:
It was reported that during a breast biopsy, they noticed that the customer was experiencing pain when rotating the rear rotation knob. They administered additional lidocaine and the patient continued to have pain. The patients procedure was completed using the st holster.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the blue/green cable to be replaced. The device was functionally tested, met all product requirements and returned to the customer.